Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The base material of the implant, silicone, is susceptible to tearing, after a cut / tear /rip has been introduced; however, the base silicone material, used in the manufacture of the neuflex finger implant remains an industry leader. Review of the device history records found no manufacturing deviations or rejections. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for fractured implant.